Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a burst powerpicc catheter was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 5fr t/l powerpicc solo catheter. Needleless injection caps were attached to all three luer adapters and usage residues were observed throughout the sample. A longitudinally aligned split was observed at the 3cm depth marking. The split occurred within a permanent kink impression. The catheter exhibited reduced stiffness and preferential kinking ink the vicinity of the split. Microscopic inspection of the split revealed wavy, granular fracture surfaces. Material discoloration and plastic deformation was observed in the vicinity of the split. An attempt to infuse water through the sample using a 12ml syringe revealed all three lumens to be patent to infusion; however, when flushing the white-luered (non-power injection) lumen, a leak was observed emanating from the site of the aforementioned split. The split characteristics were consistent with burst damage secondary to over-pressurization. The damage location suggested that power injection may have been attempted through one of the lumens not rated for power injection flowrates, as suggested by the event description. The product IFU states ¿use of lumens not marked ¿power injectable¿ for power injection of contrast media may cause failure of the catheter.¿ a lot history review (lhr) of recx0183 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the PICC burst. It was stated that the nurse supervisor believes the nurse power-injected into the incorrect lumen.